Manufacturer narrative:
No conclusions can be made at this time. Review of images indicates that there may have been subsidence of c3, which may have placed stress on the implants. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
Radiographic study show that a uniplate screw had backed out of the plate. Surgeon suspected that he might not have fully locked the cam. During procedure to remove the implant, the surgeon found that the cam was turned and locked, however, the screw had backed out. The other screw was locked in place. Plate and screw were returned for evaluation. As surgical intervention was required, an MDR is being filed to document this event.